Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 3777-45 lot# serial# (B)(6) implanted: 2010-(B)(6)explanted: product type lead product ID 377760 lot# v011891 serial# implanted: 2010-(B)(6) explanted: product type lead h3: analysis of the lead serial# (B)(4) found that conductor #7 was broken 8 cm from the distal end. Conductors #0 and #1 were broken 1.8 cm from the distal end. H3: analysis of the lead lot# v011891 found that the proximal end of the lead possessed insulation degradation that was consistent with metal ion oxidation. H6: conclusion code 11, method code 4118, and result code 3233 no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type lead, product ID 377760, lot# v011891, implanted: (B)(6) 2010. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The representative reported that they sent the affected devices back. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-45, serial# (B)(4) implanted: (B)(6) 2010. Product type lead, product ID 377760, lot# v011891, implanted: (B)(6) 2010. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's surgery was scheduled for (B)(6) 2018 and the representative planned on sending the leads back after surgery occurred. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 377760, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial/lot #: (B)(4), ubd: 30-jan-2014, UDI#: (B)(4). Product ID: 377760, serial/lot #: (B)(4), ubd: 07-sep-2010, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient was seen today due to complaint of intermittent stimulation. It would run and work and then shut off and turn on. Falls may have led or contributed to the issue. Impedances checked and found electrode on one lead were out of range on 8-9 and higher than usual at the bottom of lead. Nothing was done at the moment of this report. Hcp stated that the patient's system is old and should be replaced for MRI compatibility anyway. Operation date is not scheduled. The issue has not been resolved at the time of this report. No surgical intervention occurred. Surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 377760, lot/serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial/lot #: (B)(4), ubd: 30-jan-2014, UDI#: (B)(4). Product ID: 377760, serial/lot #: (B)(4), ubd: 07-sep-2010, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient was seen today due to complaint of intermittent stimulation. It would run and work and then shut off and turn on. Falls may have led or contributed to the issue. Impedances checked and found electrode on one lead were out of range on 8-9 and higher than usual at the bottom of lead. Nothing was done at the moment of this report. Hcp stated that the patient's system is old and should be replaced for MRI compatibility anyway. Operation date is not scheduled. The issue has not been resolved at the time of this report. No surgical intervention occurred. Surgical intervention planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components are: product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2010. Product type lead product ID 377760 lot# v011891 implanted: (B)(6) 2010. Product type lead. Analysis of the lead serial# (B)(4) found that conductor #7 was broken 8 cm from the distal end. Conductors #0 and #1 were broken 1.8 cm from the distal end. Analysis of the lead lot# v011891 found that the proximal end of the lead possessed insulation degradation that was consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.